Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The customer did not recall how the elevated bg was addressed. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.